Event description:
The catheter separated from the hub/valve area. The stent did not unsheath and the user was able to remove the device. The procedure was able to be completed with another similar device (zilver 635 9x80 ) without interventional procedures or adverse effects. This complaint will capture the replacement device used to complete the procedure. No unintended section of this device remain inside the patient¿s body. The patient was not hospitalized and did not undergo prolonged hospitalization due to this occurrence. The patient did not experience a delay or require any additional procedure due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence. Information requested/answered during call: are images of the device or procedure available? No. Was this a primary procedure or a recurrent procedure? Primary was a stent previously placed during previous procedures? Na. Was the device used percutaneously? Yes. Where on the patient was the percutaneous access site? Iliac access details of access sheath used (name, fr size, length)? Unknown, but the sheath is packaged with the device being returned. What was the target location for the stent? Transverse sinus was the device flushed through both flushing ports before the procedure, as per IFU? Yes. Details of the wire guide used (name, diameter, hydrophyllic)? Unknown did the patient exhibit difficult anatomy? No. Was resistance encountered when advancing the wire guide to the target location? No. Was resistance encountered when advancing the delivery system to the target location? No. How did the physician deal with the resistance encountered? Na. Was the delivery system tracked around a tight angle in the patient anatomy? No. Was the delivery system damaged/kinked/twisted before or during the procedure? No. Was pre-dilation performed ahead of placement of the stent? No. Did the tip of the delivery system cross the target location? Yes. Was the handle pulled towards the hub during deployment? Unknown. Was the delivery system pushed during deployment? Unknown. Could the stent be fully deployed at the target location? Na. Was the stent deployed smoothly / without resistance? Na. Was the lesion completely covered by the stent? Na. Was there any device left through the stent post placement? Na.

Manufacturer narrative:
PMA/510(k)#: p050017/s002 and s003. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.